Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received that the sent was used along with an iliac branch device (ibd) from cook. The physician used an overlap technique of two stents (10 x 38) on the right hypogastric. The stents were properly placed. When the contrast was injected to verify positioning of the stents and the ibd device they noticed there was a leak through the ptfe of stent located on the proximal end. The physician proceeded to use another stent (9 x 38) and the leak was corrected.